Manufacturer narrative:
Method: visual inspection. Results: the instrument fracture may a result of over tightening. Excessive tightening could also result in the deformation of the instrument distal tip. The cause is not determined, multi-factorial. Conclusion: the reported reflex hybrid revision driver screw extractor was confirmed visually to have the distal threaded tip broken off during surgery. The likely mode was torsional overload as examined visually.

Event description:
It was reported that the tip to the rescue reflex hybrid screwdriver broke off in the screw. The surgeon then used the regular screwdriver to back the rest of the screws out and the plate.

Event description:
It was reported that the tip to the rescue reflex hybrid screwdriver broke off in the screw. The surgeon then used the regular screwdriver to back the rest of the screws out and the plate.